Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the buttons were hard to push. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the rewind was louder. Customer stated that the polarized rainbow glare on the display difficult to see. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and the dat test at 0.08750 inches. All operating currents are within specification. Off no power alarm functions properly. The off no power alarm functions properly during testing. No unexpected low battery alarm noted. Device passed back light check on self test. No back light anomaly noted. No display anomaly/polarized rainbow display noted during testing. Unexpected restart alarmed motor error during occlusion test due to faulty force sensor resistance (gold). No unexpected motor noise noted during the rewind test. No drive/motor anomaly noted. The motor was tested outside of the unit and passed. Unexpected restart had intermittent button response on the esc button due to flattened dome switch (no crease). During visual inspection, the keypad connector on the lcd/b was found locked properly. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, scratched reservoir tube window and a partially broken reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.